Event description:
The customer reported an issue related to updating time, personal profile, or biq/ciq settings, which resulted in a low blood glucose level of 38 mg/dl. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Technical support assisted the customer in updating basal rate and carb ratio settings, advising them to consult with their healthcare provider when making such changes.